Manufacturer narrative:
Received one device. Visual inspection found no issues. The pumps alarm history was reviewed confirming the customers motor error complaint but unable to verify primary audible alarm complaint. The following components were replaced- plunger case left and right, lead screw, clutches, worm coupling, battery door, barrel clamp assembly and stepper motor. The pump was recalibrated and tested, passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited motor rate errors. It also had speaker failures that were not fixed by the recall software update for the primary audible alarm background test.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.